Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 04/24/2018 reporting that the impedance check was normal and the lead did not appear to move from x-ray. The cause of the event was undetermined. The patient was waiting to see a surgeon. It was unknown if a surgery would be planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in a car accident on (B)(6) 2018 and the stimulation did not work after that. The patient was feeling stimulation in their ribs, stomach, and groin. X-rays, impedance checks, and programming to different areas of the lead were performed but the issues did not resolve. It was reported that no surgical intervention was planned. No further complications were reported.